Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, inappropriate therapy was noted on the device due to device programming. The device was successfully reprogrammed, and the patient was stable following this event.